Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on the medical records information and documentation from the hemodialysis clinic, it appears that on (B)(6) 2014, the patient developed severe erythema over the left lower arm arterial-venous fistula. The physician ruled out lidocaine cream reaction, reaction to wingeater needles. The patient was changed to the optiflux 160 nr eto sterilized dialyzer. The symptoms subsided after two treatments using the eto processed dialyzer. An allergic reaction is defined by a constellation of symptoms experienced by the patient after exposure to an allergen. The event of allergic reaction to the optiflux dialyzer is being reported as a serious injury MDR since a change in the dialyzer is considered to be a medical intervention. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment, patient experienced severe erythema over left arm. Patient was on a 160 nre dialyzer and his arm became bright red around the graft access. Physician ruled out lidocaine cream reaction, reaction to wingeater needles. Patient was switched to a 160 nr eto and is fine. Patient was not hospitalized. There was no itching, no fever, no pain, no edema, just redness. Nurse stated that patient was fine before treatment. On (B)(6) 2014, the dialysis rn noticed erythema at the patient's dialysis access site related to the dialyzer versus tape. No other information related to the patient's allergic reaction to the 160 nre dialyzer was documented in the patient's medical records. Patient was on epogen 3,800,000 units intravenous 3 times a week and venofer 100,000 mg intravenous 3 times a week. Sample is not available, sample was discarded.